Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The available impedance trends confirmed an out of range lead impedance (> 3000 ohm) and a simultaneous decrease of p/r amplitude in (B)(6) 2016. Furthermore the available iegm episodes demonstrated noise on the rv channel as mentioned in the complaint description. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of about 18 months, out of range lead impedance values were reported via home monitoring. Upon interrogation during the follow up visit on (B)(6) 2016, impedance values reportedly were > 3000 ohm and a loss of capture was observed during provocative maneuvers. The patient was admitted to hospital to await rv lead replacement. At the moment biotronik has no further information with regard to the revision procedure. Should we receive more details, this report will be updated. No adverse patient side effects have been reported.